Event description:
A customer contacted beckman coulter, inc. (Bec) to report obtaining imprecise troponin I (accutni) results above the ami cutoff for one (1) patient's sample. The result was generated on a unicel dxc 600i synchron access clinical system using accutni reagent lot 023755 and access accutni calibrator lot 070105. The result was reported out of the lab. The patient was transferred to an alternate hospital.

Manufacturer narrative:
Qc was within the customer's established ranges during the event. A system check performed on (B)(4) 2011 met specifications. Bec service was on site on (B)(4) 2011 and performed a preventive maintenance. All verification testing met specifications. A clear root cause could not be determined for this event.